Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation because the customer had disposed of it. Since the device was not returned, a physical investigation of the zoll catheter could not be performed and a root cause could not be determined. Zoll's instruction for use (IFU) warns the user to disconnect the start-up kit from the catheter. Uncap or leave uncapped the saline in and outflow luers of the catheter. This will allow residual saline within the circuit to be expressed. As the catheter is withdrawn, the balloons are compressed. Saline within the balloons must be free to pass out of the balloon or the balloon will not deflate making the catheter difficult to remove. Attach a 20 cc syringe to the catheter in luer. Pull and hold a vacuum for 15 seconds to allow residual saline to be removed from the catheter balloon section prior to starting to remove the catheter. If desired, close off the catheter out luer to create negative pressure for a secondary deflation of the balloon. Event was serious because required intervention to remove the remaining catheter. Event probably related to solex catheter due to the fact that catheter required intervention for removal.

Event description:
During ivtm treatment for a cardiac arrest patient with a mild hypothermia, while removing the solex 7 catheter, the user experienced resistance after a few centimeters of removal. The solex 7 catheter serpentine balloon was fully deflated prior removal attempt. Ultrasound was performed and noticed an unusual bead in the vessel. An operation was performed to remove the catheter from the patient. The observation revealed a detachment of the serpentine balloon (balloon looked shrunk). Per user, no dvt was observed. The catheter insertion was smooth and the procedure was performed in a single attempt by a medium experienced practitioner. The dwell time of the catheter was 72 hours. The catheter was disposed of by the customer.